Event description:
It was reported that a (B)(6) female patient (160cm) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring prolonged hospitalization. Cardiac tamponade occurred after left pulmonary vein isolation (lpvi) and during right pulmonary vein isolation rpvi. During rpvi, blood pressure was dropped, cardiac tamponade was confirmed by the echocardiography, and the procedure was discontinued. The patient did require extended hospitalization because of the adverse event. Atrial septal puncture performed with using rf needle. Force visualization features used were dashboard, vector and visitag with tag index. The physician commented that although the cause was unknown, respiration was unstable due to sleep apnea syndrome, and 40 g of contact sometimes appeared, which might have been the cause. Demographic information provided included in note above. A smartablate generator, m4900207, g4c-2936 was used in the procedure. An rf jll needle was used. No medical/ treatment/ disease history. Hospitalization was prolonged for follow-up observation. The physician commented that blood pressure was decreased during the ablation for right pulmonary vein (rpv) and pericardial effusion was confirmed with echocardiography. The pericardial effusion was not confirmed before the procedure. Steam pop did not occur. The irrigation catheter¿s flow setting for ablation was performed at 30w 8ml/min, 35w 15ml/min. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient condition. The physician commented that he is not sure about the cause of cardiac tamponade but considered that the patient had breathing instability due to sleep apnea syndrome and contact force was sometimes 40 g over. There was no intervention like cardiac drainage conducted. Just prolonged hospitalization for follow-up. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event for follow-up. No other relevant history. Transseptal puncture was performed with an rf needle. Prior to noting the effusion ablation was performed. The event occurred during the ablation phase, during rpvi after completion of lpvi. Correct catheter settings were selected on the generator; there was no problem reported about catheter setting. The pump was switching from ¿low¿ to ¿high¿ flow during ablation; there was no problem reported about pump switching. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector, and visitag force visualization features were used. Tag index color options were used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-may-2022, the bwi product analysis lab received the device for evaluation. The product investigation was completed. It was reported that a 50-year-old female patient (160cm) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring prolonged hospitalization. Cardiac tamponade occurred after left pulmonary vein isolation (lpvi) and during right pulmonary vein isolation rpvi. During rpvi, blood pressure was dropped, cardiac tamponade was confirmed by the echocardiography, and the procedure was discontinued. The patient did require extended hospitalization because of the adverse event. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30700866l] number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).